Event description:
It was reported that during a routine device heck it was found that there is an apparent lead fracture. It was also reported that there is no capture, high impedance and that a polarity switch had occurred. The lead remains implanted. No patient complications have been reported as a result of this event .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.